Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues or damage with the crimped stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the outer & inner shaft was broken approximately 4mm distal from the port bond location. The outer shaft was found to be severely stretched with necking evident from the break site to 5mm distal from the break site. A 3mm longitudinal tear on the outer shaft, distal to the port bond skive was found during visual analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device also showed signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x28mm promus element plus stent, it was noted that the shaft was kinked and broke into two pieces. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x28mm promus element plus stent, it was noted that the shaft was kinked and broke into two pieces. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.